Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed that the patient had an outpatient procedure to repair an umbilical hernia. The pd nurse stated the hernia was a pre-existing condition prior to the start of pd therapy. The patient started pd therapy on (B)(6) 2016. The patient¿s signs and symptoms are unknown. The pd nurse stated the hernia is believed to have developed post the cesarean section procedure the patient had. The patient underwent an outpatient procedure on (B)(6) 2017. The patient fully recovered from the hernia event and continues continuous cycling peritoneal dialysis (ccpd) therapy on the liberty cycler.

Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information it is known that pd therapy can exacerbate pre-existing hernia due to the increased intra-abdominal pressure from the pd procedure; therefore a probable association exits between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty cycler and exacerbation of the patient¿s pre-existing umbilical hernia which required outpatient surgical repair. Based on the available information there have been no reports of a liberty cycler malfunction that may have exacerbated the patient¿s pre-existing umbilical hernia.